Event description:
Report received from (B)(6) stating that the device had a "damaged hose." It is unknown if the device was being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. Ref: (B)(4).